Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing resulting in false pause and bradycardia episodes. It was noted that these episodes occurred when the patient was sleeping and lying in different positions. Testing in office did not show a change in r-wave amplitude. Reprogramming was attempted but it resulted in the device showing noise recovery. Undersensing was still noted. No further device intervention was performed but programming changes were discussed. Patient was stable.